Event description:
It was reported that during a prophylactics generator replacement, the surgeon said that he could see part of the insulation on the lead wire, which was broken about 8cm from the pin. The surgeon indicated that "one wire was definitely broken." The pt's lead was replaced at that time and returned to the manufacturer for analysis, which has yet to be completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.